Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The insulin pump also alarmed unexpected restart and external error when the battery was changed. Customer's blood glucose level was 13.9 mmol/l. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed a21 after battery change due to faulty component on the interface board. No motor error alarm and no a17 alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and motor tests the insulin pump passed the self test. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.